Manufacturer narrative:
(B)(4). As of today, information suggest both products remain in-service. Should additional information become available, this event will be updated. The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection noted minor body fluid contamination in the lead barrels. A review of the device memory noted one lead leakage in session fault, one soc single bit memory fault, and one leakage on lead fault. The device failed gauge pin testing for the right ventricular (rv) leaf spring. The diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported clinical observations. Therefore, the field allegation was confirmed. The device did not meet specifications.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected impedances >2000 ohms on this defibrillation lead. The physician is aware of the situation. Ongoing alerts continue for this same issue. No adverse patient effects were reported. Additional information was received that this ICD was explanted and replaced four years later due to a therapy upgrade.